Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high out-of-range impedance greater than 2,000 ohms. It was suspected that the lead was defective and the procedure was completed with a different lead. No adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high out-of-range impedance greater than 2,000 ohms. It was suspected that the lead was defective and the procedure was completed with a different lead. No adverse patient effects were reported.